Event description:
The dealer reported that the hydraulics on the patient lift would not hold weight when being used to move a patient. This issue could cause the patient to be dropped from the lift during transport.